Event description:
The physician believed that the increase in seizures was due to the ifi indicator. Diagnostics were within normal limits. The generator was received. Analysis was approved. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment, and results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications, with the exception of the expected low battery. The battery showed an neos=yes condition. The data in memory locations revealed that 94.654% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a patient went to the emergency room for breakthrough seizures. The patient's generator was at ifi=yes, and the physician referred the patient for generator replacement surgery. The patient had generator replacement surgery, but the explanted generator has not been received to date. No further relevant information has been received to date.